Event description:
It was reported that at implant, the left ventricular (lv) lead was advanced with a stylet with minimal difficulty to the first two centimeters of the branch, and then it would go no further. A whisper wire was advanced into the branch, but the lead still would not track. The whisper wire was then advanced into another branch of the coronary sinus lateral vein and the lead advanced out into the branch in a satisfactory position. However, there was diaphragmatic stimulation at that position, so the lead was pulled back slightly. The diaphragmatic stimulation was present at 10 mv but not at 5mv. Subsequently, the lv lead dislodged one week post implant resulting in no capture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage.